Manufacturer narrative:
Reporter is a synthes employee. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the (B)(6) as follows: it was reported that on an unknown date, the instrument had a failed torque measurement. This report involves one (1) viper 2 system final tightener handle, torque limiting. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9- date device returned to manufacturer. H4- device manufacture date. H6 - codes updated to imdrf codes. Visual inspection: the viper2 final tightener handle (p/n: 286745500, lot #: gb0310) was returned and received at us cq. Upon visual inspection, there were slight scratches/nicks on the device but have no impact on the device functionality. Functional test: a functional test was performed on the returned device by orthokit. The highest torque of the device measured during calibration testing was 90.490lbin which was not within the specified torque range of the device of 72lbin ¿ 88lbin per dwg-887002974 rev e. Hence, the torque test failed high. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed - viper2 final torque limiting handle; dwg-887002974 rev e/f investigation conclusion the complaint condition was confirmed for the viper2 final tightener handle (p/n: 286745500, lot #: gb0310). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot - part # 286745500 lot # gb0310. Supplier: (B)(4). Batch # 1 qty (B)(4) release to warehouse date: 09 apr 2010. Batch # 2 qty (B)(4) release to warehouse date: 12 apr 2010 . No ncr's were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device history (lot). Part # 286745500. Lot # gb0310. Supplier: gauthier biomedical. Batch # 1 qty (B)(4) release to warehouse date: 09 apr 2010. Batch # 2 qty (B)(4) release to warehouse date: 12 apr 2010. No ncr's were generated during production. Investigation conclusion: the complaint condition was confirmed for the viper2 final tightener handle (p/n: 286745500, lot #: gb0310). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.